Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information indicates that the cause was unknown. This lead was surgically abandoned. No additional adverse patient effects were reported.